Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 generator to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, that errors were occurring on the e 200 generator. The troubleshooting began by confirming that there were no open service requests or error logs for the two related systems on the current day. Information about previous errors on the e 200 generator was noted, and a work order was opened to facilitate further follow up. The procedure was continuing as planned with no reported injury.